Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary one loose 10ml syringe was received and visually evaluated. The barrel was observed to have damaged luer collar and the tip on one side. The damage to the tip and collar was at an angle with pieces of plastic missing in the affected area. The damage observed would affect function and is rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9207805 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9207805 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip was broken. This was discovered before use. The following information was provided by the initial reporter: material no.: (B)(6)batch no.: 9207805 it was reported the the tip of the syringe was found to be broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip was broken. This was discovered before use. The following information was provided by the initial reporter: material no.: 309605 batch no.: 9207805. It was reported the tip of the syringe was found to be broken.